Manufacturer narrative:
Analysis of programming history.

Event description:
A programming anomaly due to faulted diagnostics occurred on (B)(6), 2004. After a faulted system diagnostics test was performed, the patient's settings were changed; however, they were not readjusted within the same visit.